Manufacturer narrative:
No investigation possible without the returned device. Clinical staff attributed event to an allergic reaction. The user's guide includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of device has been established. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
At initiation of pt's first routine hemodialysis treatment with nxstage system one pt complained of itching and coughing. Benadryl 25mg im was administered and operator ended treatment and rinsed back blood. No other medical intervention reported. No known allergies and no previous known dialyzer reactions.